Manufacturer narrative:
Siemens has requested that the customer return reagent for further investigation. Proper maintenance and technique were reviewed with the customer. The customer is operational. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg result from their status+ instrument compared to repeat testing of the same sample on the same analyzer, a home test run prior and two serum hcg tests. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation of the returned reagent. Based on the data collected, the customer report of false negative hcg performance from clinitest hcg cassette lot in question was not observed. Additionally, siemens checked the certificate of analysis (coa) of the lot, and noted that the reagent was meeting performance specifications at the time of manufacturing release.